Event description:
It was reported that during a da vinci-assisted surgical procedure, the message "move grip to match" was displayed on surgeon side cart 1 (ssc) when the customer was switching between the instruments. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical support engineer (tse) after the procedure to report the issue. The isi tse found no related errors in the logs. The customer stated the issue occurred when swapping between universal surgical manipulator 1 (usm) and usm 2 and only with surgeon side cart 1 (ssc) and not ssc 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the isi csr stated that the customer was utilizing a dual system. The customer stopped using one ssc due to movement error and not being able to swap without interruption. The customer found it was a calibration issue. After the procedure, the arm was calibrated.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse ran recalibration on master tool manipulators (mtm) left, tested and no error was noted. The fse also performed calibrations through preventive maintenance workflow due to other errors. The system was tested and verified as ready for use.